Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 39.1cm from iab tip. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced next to the front marker. The root cause of the reported failure was found to be rear tantalum migration that happened after the tantalum became unattached from the inner lumen. The tantalum migration is unlikely to have occurred within the manufacturing facility. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is tested multiple times to check the correct assembly and location of the rear tantalum marker. Furthermore, the manufacturing process was reviewed, and no issues were identified. The root cause of the tantalum migration cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, g7, h2, h11. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 39.1cm from iab tip. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. Visual examination confirmed that the rear tantalum marker was found misplaced next to the front marker. The root cause of the reported failure was found to be rear tantalum migration that happened after the tantalum became unattached from the inner lumen. The tantalum migration is unlikely to have occurred within the manufacturing facility. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is tested multiple times to check the correct assembly and location of the rear tantalum marker. Furthermore, the manufacturing process was reviewed, and no issues were identified. The root cause of the tantalum migration cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID # (B)(4).

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint # (B)(4).

Manufacturer narrative:
Occupation - cath lab director additional initial reporter - (B)(6) dr. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, it was discovered via chest x-ray that the proximal and distal radiopaque markers were close to each other. It was noted that on the previous morning's chest x-rays there was only one marker visible. The customer planned to discontinue therapy the following day and was concerned that it would separate from the iab. The getinge representative explained that the markers are inside the iab and to discontinue per the IFU. There was no patient harm or adverse event reported.